Manufacturer narrative:
1. DHR/bhr review(lot#2326093): 1)this batch of products were assembled at intima ii auto line 4 in (B)(6) 2022, and packaged at r240 package line in (B)(6)2022. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received for the complaint. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch. The leakage test is passed, and no abnormality is found in the sample. Please refer to the attached test report. 4. Sku#383012 is an intima ii product (pvc extension tubing, y connection site). The intended use for the bd intima ii product is the intravascular administration of fluids. The forcing of liquid through the product during high pressure injection will cause product damage. 5. This product has never been declared to be used for high-pressure injection. Conclusion(s): no abnormality is found on process and retained sample. Since the product is not suitable for high pressure injection, the root cause of the product cracking may be related to the incorrect use. H3 other text : see narrative.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii leaked with power injector the following information was provided by the initial reporter; the patient needed a CT examination of the upper and lower abdomen and pelvis, so a 20-gauge indwelling needle was placed in a peripheral vein. When using a high-pressure pump to inject contrast medium, the indwelling needle cracked and the contrast medium spattered.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.